Event description:
The reporter alleged that during non-clinical use there was a non-recoverable medium priority alarm. No harm to any user or patient. An unrecoverable alarm could lead to a procedure being converted.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.